Event description:
It was reported that the customer's device would give "cannot charge" and "connect cable" messages during the user test. The device also logged several event codes during this failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to broken solder joints on an integrated circuit chip, designator u6 from the therapy pcb assembly.